Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the white twist sleeve of a minicap extd life trans set. This was further described as the nurse ¿opened the transfer set and tugged a little on the end and it came apart". This occurred before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the silicone tubing was separated from the female connector. The reported condition was verified. The cause of the condition was determined to be user related. Based on the provided information, the transfer set in the photo was being used in a demonstration by the nurse and not used on a patient. The tubing to the female connector is a friction fit and not a solvent bond. Therefore, a strong tug on the tubing could cause a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.